Event description:
The user facility reported a 62-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient on impella support had the pump stop. The decision was made to extract impella and when it was taken out a thrombus was noticed in the pump. There was no adverse event reported to the patient as a result of this incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Pump was not returned for investigation. Data logs shows the several motor currant spike at the end of the case followed by pump stop, which is indicative of biomaterial ingestion. The cause of the pump stop issue was ingested biomaterial based on provided clinical information and data logs. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿